Event description:
Pt desaturated when placed on puritan bennett achieva transport ventilator from 98% to 70% and became bradycardic in the (B)(6). Pt was hooked back up to hospital ventilator and improved. Pt again hooked up to ems transport ventilator and problem repeated. Pro-med ems was sent away. Pt kept overnight for observation and sent home next day by another ems service. Service was notified of issue on (B)(6) 2010. Service director, (B)(4) stated vent had been checked and found to be in working order.